Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor power alarm on the insulin pump. Customer's blood glucose level was 333 mg/dl. Customer was advised the hrm task did not grant motor power to the device in reasonable time. Customer advised during a bolus attempt they received the error alarm and the insulin pump turned off. Customer was able to rewind the insulin pump and passed the displacement verification test. Customer was assisted in the rewind process, running the load reservoir and completing the fill tubing process. Customer advised the motor power alert did not recur and they passed the self-test. Customer received 2 motor power alarms and needs to have the device replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. Pump error 82 alarm was noted in the insulin pump history. The motor was tested outside of the device and passed; the motor may have had and intermittent failure that was not detected during our testing. The insulin pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window.